Event description:
Customer, (B)(6), reported an incident where a child ingested an unknown volume of aptima transport media, prior to collection of sample. The swab collection tube contains soln., transport media (pn: 101768). The child was given plenty of water to drink as treatment. Per the safety data sheet for transport media/collection devices (rev. Date 06/25/2018), the first aid measure for ingestion is to "clean mouth with water and drink afterwards plenty of water. If symptoms persist, call a physician". In addition, the product contains no substances, which at their given concentration, are considered to be hazardous to health. Customer has not called back for any other issues.